Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity initially showed two years remaining, however after a couple of months it showed one year remaining. Boston scientific technical services (ts) recommended an engineering analysis. This device remains in service. No adverse patient effects were reported.